Event description:
I only use the date of (B)(6) 2016 as the survey would not allow me to go back further. I have mentor high-profile silicone gel breast implants, date of augmentation was (B)(6) 2010 by dr. (B)(6) in (B)(6). Post-surgery was extremely painful and my healing time took over 6 months. Even after a year, my breasts felt tender and hard; however, I just thought that to be normal. However, in 2013, my ulcerative colitis, a condition in which I have suffered with since 2005, came out of remission with a vengeance. After a year of ongoing various aggressive treatments by gastroenterologist and after losing (B)(6) lbs, we were able to get my ulcerative colitis back into remission. However and after the fact, I noticed that due to the severe weight loss, both implants were now starting to extrude through my skin, were being squeezed together and were becoming painful. Today, I suffer from a magnitude of unexplained illnesses, in which I have sought medical treatment/tests to include chronic fatigue, fibromyalgia, numbness in my hands/wrists/arms, swelling of my legs and feet (have been seen by a cardiologist and have ruled out any and all heart problems), lymph nodes that swell in my neck and base of skull (MRI), extensive memory loss, etc. In (B)(6) 2016, I have had a mammogram, sonogram and MRI which indicated no ruptures; however, have been told that the implants must come out. Yet, since there are no obvious ruptures, mentor has no obligation to assist me and my health insurance refuses to assist as they state the initial surgery was elective, regardless if it now poses a health threat. I am a (B)(6) year old woman who is way too young to be this ill. And the saddest part of the story is, I can't afford the (B)(6) to have the implants removed and even if I did, the surgery will leave me permanently disfigured for life as I will be just left with hanging skin.